Manufacturer narrative:
The reported event of fracture/ high impedance was confirmed. As received, paddle end segment had a kink/break with all internal wires broken. The cause of the breakage is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was not receiving effective stimulation. Manufacturer¿s representative attempted to reprogram and found high impedances on lead. X-rays were taken and confirmed lead fracture. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. This addressed the issue.